Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported deflation. The device has been explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, creases fold, white calcification-like, and a linear opening on anterior. Leak test and microscopic analysis were performed which identified a striated opening on anterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated opening on anterior due to surgical damage consistent in the use of some surgical tools.

Event description:
Healthcare professional reported deflation. The device has been explanted. This record is for the right side.